Manufacturer narrative:
This report may be based upon info not yet verified by quinton instrument co. Or sherwood davis & geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by quinton instrument co. Or sherwood davis & geck that one of its products has caused or contributed to a death or a serious injury, or that one of its products has malfunctioned.

Event description:
Following a diagnostic coronary catheterization procedure, an angio-seal device was deployed in the right common femoral artery. Deployment seemed normal, although the physician noted peripheral arteriosclerosis at the time. Manual pressure and a compression bandage were used to achieve hemostasis, and the patient was kept at the hospital for observation. Two weeks later, after attempting a short walk, the patient experienced claudication. An ultrasound showed vessel occlusion, and surgical intervention was required. Patient is currently doing well, with no sequlae.